Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead helix was failing to extend. The rv lead was not used. The physician continued with the second rv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece. The lead was returned with the helix partially extended and clogged with blood/tissue. X-ray inspection found the inner coil over-torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism was normal with no anomalies found. The cause of the reported event was isolated to blood/tissue in the helix region and over-torqued of the inner coil.